Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding medical intervention were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly treated with cefomed (200mg x 8 tablets), ganosi (500mg x 3 tablets), and kalixol (x 1 bottle). The recipient's meningitis resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced meningitis in 2018 and 2020. The physician suspects this to be device related. The recipient was prescribed a vancomycin injection. The recipient is currently using the device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.